Event description:
Tap. It was reported that 101 days after implantation of a 3.0x16mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure, the target lesion was locted in the left anterior descending artery (lad). A pre-intervention stenosis of 90% was reported. An 80% 2nd diagonal branch artery lesion was also noted. The lad was initially dilated with a 2.5x12mm voyager balloon. A 3.0x16mm taxus stent was deployed at 18 atm in the region of the lesion. The 2.5x12mm voyager balloon was advanced into the diagonal branch artery. A 3.5x13mm powersail balloon was placed into the proximal lad within the stented portion of the vessel. Angioplasty was performed using the kissing balloon technique. A post-intervention residual stenosis of 0% was reported. The patient received heparin, reopro, and intra-coronary nitroglycerin during the procedure. Complications were reported as "none." The patient presented 101 days after the initial procedure with chest pain and 50% in-stent restenosis in the lad. It was also noted the 1st diagonal branch artery had a 90% stenotic lesion. Kissing balloon angioplasty was performed with a 3.5x18mm powersail balloon palced in the lad and a 2.5x13mm powersail balloon in the 1st diagonal branch artery. A post-intervention residual stenosis of 0% with timi grade iii flow was reported for both vessels. The patient received heparin, reopro, and intracoronary nitroglycerin during the procedure. Complications were reported as "none."

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. Should further relevant information become available; a supplemental medwatch report will be filed.